Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-jan-2022. H6: investigation summary the impacted product was provided to our quality team for investigation. Through visual inspection, a leakage was observed at the connection of the syringe and injector luer. The injector was inspected and no crack or damage was observed within the injector or injector luer. Further evaluation identified the syringe tip had broken off inside the injector luer, causing the leak. A device history review was performed for the reported lot 2201004, no deviations or non-conformances were identified during the manufacturing process. Retained injector samples of the same lot were used for additional evaluation. The product was visually inspected and no damage or defects were observed. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Based on our investigation and sample evaluation, there was no defect identified with the injector. The leakage observed occurred as a result of the damage within the syringe, which is not manufactured by bd.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced leakage. The following information was provided by the initial reporter: according to the customer's report, when injecting 5fu into an infuser pump, the hcp found the fluid leaking from the side of the injector. The leakage was from around luer lock connector.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced leakage. The following information was provided by the initial reporter: according to the customer's report, when injecting 5fu into an infuser pump, the hcp found the fluid leaking from the side of the injector. The leakage was from around luer lock connector.